Event description:
Pt was hospitalized (sometime during june 2004) due to low blood glucose. Prior to going to hospital, pt attempted to self-treat low blood glucose by drinking orange juice, but their blood glucose continued to decrease (28 mg/dl). Pt was given glucose by paramedics.